Manufacturer narrative:
Manufacturing investigation evaluation: the part is not broken, but deformed at the tip. The visual inspection shows that there is nothing broken, but the proximal part is plastically deformed. Due to this deformation, the use of the part is no longer possible. As this part was manufactured in 2008, it was used many years without any problems. Therefore, a manufacturing issue for this deformation can be excluded. The damages at the tip are clearly caused by inadequate handling during use. No manufacturing related issue was identified and/or confirmed. Long term in use under hard conditions may have led to the damages / breakages. No product fault could be identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Reporting facility phone number is (B)(6). A device history record review was performed for the subject device lot. One non-conformance report (ncr) was generated during production. There was a red substance detected into the holes of the parts. The holes were reworked and washed again. After this rework the parts were found to be within specification. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a routine instrument inspection on (B)(6) 2016, the following instruments were discovered to have been broken: screwdriver, fixation bolt, insertion sleeve, and drill bit. A description of the damage was not provided. It is unknown when the breakages occurred but there was no report of patient or surgical involvement. This report is 3 of 4 for (B)(4).